Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited an increase in shock impedance measurements, over the past nine months, to high out of range greater than 140 ohms. Technical services (ts) discussed general and expected lead testing values. No adverse patient effects were reported. The lead remains in service.